Event description:
It was reported that the device would power on then off again. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Inspected the device. Burned components were noted on the system pcb. The customer did not want the device repaired due to the age of the device. Customer only wanted inspections. The root cause was not determined.